Event description:
On (B)(6) 2012, a reporter contacted lifescan (B)(6) alleging that the patient's onetouch verio iq was prompting an unknown error message. On (B)(6) 2012, the reporter contacted (B)(6) to confirm that the unknown error message was an error 5 message. Per the onetouch verio iq user guide the error 5 message prompts when there is a problem with the test strip. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The reporter stated that the alleged issue began a couple of months prior to contacting (B)(6) (unable to recall specific time). The reporter said that the patient manages her diabetes with 2 30mg glyburide tablets in the morning. The reporter told the mss that the patient tests her blood glucose 4 times a day (8:30 a.m., 1 p.m., 4 p.m. And 6:30 p.m.) And that her normal blood glucose ranges depending on the time of day (morning= 6.0-8.5 mmol/l, lunch time= around 14.0 mmol/l, dinner time= around 9.0 mmol/l). The reporter confirmed that the patient made no changes to her normal diabetes management as a result of the alleged issue. The reporter informed the mss that shortly after the alleged issue began (unable to recall specific date) the patient developed symptoms of "confusion and lack of balance," which the reporter associated with high blood glucose. The reporter tested the patient on a backup onetouch ultramini meter at the onset of symptoms and obtained a blood glucose result of "21.0 mmol/l" and immediately called emergency medical services (ems). The reporter stated that the patient had been following her usual diabetes regimen and that symptoms and high blood glucose "came out of nowhere." Ems reportedly took the patient to urgent care at 9 a.m. Where her blood glucose was tested often and she was monitored. The specific blood glucose results obtained by urgent care were not provided by the reporter. The reporter claimed that the patient began to feel better around 4-5:30 p.m. (On the same day she arrived at urgent care) and was discharged at 7 p.m. The patient mentioned to the mss that the symptoms and need for ems/urgent care were not a result of the alleged issue, because the patient had been able to continue to regularly check her blood glucose on a back up ultramini meter and continue her normal diabetes management. During the mss's follow up call the patient confirmed that the alleged issue was not resolved with troubleshooting because she did not want the patient to "poke herself at the time of the call." Replacement product was sent to the patient at the time of the original allegation. This complaint is being ruled out as an adverse event for the following reason(s): the symptoms reported by the patient do not meet lfs's criteria of a serious injury and the reporter stated that the patient was only monitored and tested by ems/urgent care. In addition, the reporter denied that the symptoms and need for ems/urgent care were due to the alleged issue. However, this complaint is being reported as a malfunction because the alleged error 5 message was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.